Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157848/ m2a-magnum pf cup / lot # 637700. Item# 157442/ m2a-magnum mod hd/ lot # 058100. Item # 103203/ taperloc por fmrl /lot # 604020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01701, 0001825034-2020-01700, 0001825034-2020-01699.

Event description:
It was reported the patient underwent a hip revision surgery approximately 11 years post implantation due to pain and elevated metal ions. During the revision, adverse local tissue reaction from metal debris was noted. The stem was well-fixed and remained in place. All other components were replaced without complication. Head, taper and taper adaptor were revised. Attempts have been made and additional information on the reported event is unavailable at this time.